Event description:
A customer reported that their battery pack is not working.

Manufacturer narrative:
Although requested, the electronic log files from the device associated with this complaint have not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.